Event description:
It was reported that a vascular stent had fractured and become occluded in the mid-sfa; several attempts were made with different wires to cross the lesion unsuccessfully. The pt was taken to surgery for fem-pop bypass of the occluded mid-sfa. The pt was reported to be asymptomatic after the surgery.

Manufacturer narrative:
As the lot number of the device was not provided, no specific review of the mfg records could be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device usage. In this particular case the stent remains implanted and no images were provided for evaluation. Therefore the reported stent fracture as well as the occlusion could not be verified. Previous investigation of similar complaints have been reviewed to determine the root cause. Potential product and non product related factors which may have contributed to the reported issue have been considered. In reviewing the current labeling it was found that the IFU sufficiently addresses the potential factor of an irregular stent placement. The IFU states: "initiate stent deployment by rotting the thumb wheel in the direction of the arrows, while holding the handle in a fixed position. Final stent deployment is achieved by using the deployment lever. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." The potential adverse event of an arterial occlusion/restenosis of the treated vessel is addressed.